Manufacturer narrative:
(B)(4).

Event description:
It was reported, "during the procedure the needle did not deploy. No negative consequences for the patient. The patient is doing well. The device was used according to the instructions for use. No medical intervention required the procedure was completed".

Manufacturer narrative:
Qn(B)(4). A visual inspection of the returned device was conducted, and the following observations were made : received without tray pusher not deployed cutter not deployed needle trigger retracted retract lever fully retracted lever lock and tape disengaged urethral endpiece (ue) ready to de-ploy unsheathing pawl not engaged with suture spool shuttle not engaged with needle spool suture ferrule in place case right undamaged the items listed above are indicators of device sta-tus and are as expected for a device that functioned as designed. The following discrepancies were observed: the distal tip was damaged. The damage would prevent both device insertion into and removal from the sheath and there is objective evidence that the device was used on a pro-cedure. Based on this it has been determined that this damage occurred post-procedure and it will not be considered as a failure. Suture buckled - out of track capsular tab (CT) did not un-sheathe needle broken: the needle is broken at the tip. The needle was found to be broken ap-proximately 1.528 mm from the tip. Comparison with a reference needle shows approximately 1.528 mm of needle missing. The missing needle material was not returned with the device. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the results of device positioning or excessive movement of the device or patient anatomy. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The customer report of: " needle did not deploy " was not confirmed. The failure modes observed during this investigation do not support the reported event. This investigation has determined that the device encountered the following failure modes: ul - needle broken: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unin-tentional - cannot determine. Ul - CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "during the procedure the needle did not deploy. No negative consequences for the patient. The patient is doing well. The device was used according to the instructions for use. No medical intervention required the procedure was completed".